Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further provided that perioperative antibiotics were administered. The onset of the infection was one to two week after implant. The patient experienced a fever, redness, swelling, pain, and reportedly (B)(6) signs/symptoms. The location of the infection was reported as the device pocket and lumbar region. A culture was taken of the device pocket and (B)(6) was noted. In addition to the system explant the patient also required oral and intravenous antibiotics. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported at the time of the event, the patient was not diagnosed with meningitis. The pump hadn't been refilled since implant. The device manufacturer representative didn't know the type of organism cultured or when the infection onset/was diagnosed. The pump was taken to the hospital lab and the hospital was in possession of the device. Per the health care provider (hcp), the infection resolved and no further information was disclosed on the patient's condition or medications the patient was on at the time of the infection. Additional information regarding the event including the onset/diagnosis date of the infection and the type of organism cultured has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
It was reported that the patient developed an infection of an unknown type along with sweating/diaphoresis. The location of issue or symptoms was reported as the device pocket. Cultures were taken from the device pocket and lumbar region. This required the patient to receive antibiotic treatment and the explanted of both the catheter and the pump. New products were to be implanted at a later date. No diagnostic testing or troubleshooting was performed and the cause of the issue was unknown. There were no alleged product issues of the pump or catheter. At the time of the report the patient's status was reported as alive-no injury. This device system delivered infumorph. It was unknown if the issue was resolved and a request was made to determine the patient¿s outcome. However, no further information was available at the time of the report. Should additional information be received a supplemental report will be filed.